Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regp4371 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "there is a white place on the PICC" add info rcvd 07/07/2022: "the PICC was never placed in the patient. On cutting the PICC the PICC rn turned the catheter over and saw a white mark on the catheter. A replacement catheter was called for and placed in patient. Noted on (B)(6) 2022."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a white mark on a catheter is confirmed and appears to be manufacturing related. One photograph of a powerpicc catheter was returned for evaluation. An initial visual observation of the photograph showed a white mark near the distal end of the catheter tubing. No blood residue was observed on the sample in the returned photograph. No further details of the white mark could be seen in the returned photograph. The white mark on the catheter tubing in the returned photograph appears to be excess ink from the manufacturing process of the catheter. The investigation was forwarded to the manufacturing facility for further evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "there is a white place on the PICC" additional information received 07/07/2022: "the PICC was never placed in the patient. On cutting the PICC, rn turned the catheter over and saw a white mark on the catheter. A replacement catheter was called for and placed in patient. Noted on (B)(6) 2022."